Event description:
In 1988 the patient fell and had a metaphyseal fracture of the right femur, plate and screws were implanted. On (B)(6) 1989 the plate was removed and confirmed the diagnosis of giant cell tumors, the patient underwent a proximal right tibial resection for the tumor, and was implanted with a kotz prosthesis (hmrs). In 2010, he underwent a review of gmrs prosthesis and after a few months began to feel pain in the leg for progressive periprosthetic osteolysis of the tibial component. The patient underwent surgery on (B)(6) 2010. It is unknown what devices were explanted on this date.

Manufacturer narrative:
An event regarding osteolysis involving an unknown kotz system was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as device was not returned. - medical records received and evaluation: no information was provided regarding this 2010 revision surgery. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it is reported that in 2010 the patient underwent revision surgery for periprosthetic osteolysis of the tibial component. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device return, operative reports and x-rays are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In 1988 the patient fell and had a metaphyseal fracture of the right femur, plate and screws were implanted. On (B)(6) 1989 the plate was removed and confirmed the diagnosis of giant cell tumors, the patient underwent a proximal right tibial resection for the tumor, and was implanted with a kotz prosthesis (hmrs).